Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation/ prolonged abnormal menses") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("anxiety"), mood swings ("mood swings"), dysmenorrhoea ("severe pain during menstruation"), dyspareunia ("pain during intercourse") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, fatigue, anxiety, mood swings, dysmenorrhoea, dyspareunia and depression was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and mood swings to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), menorrhagia ("heavy bleeding during menstruation/ prolonged abnormal menses/abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2010, (B)(6) 2012), genital herpes, nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test positive in 2003, appendectomy in 2004, colposcopy in 2003, ex-smoker (0.5 packs/day for 5 years) and penicillin allergy (vomitting). Previously administered products included for an unreported indication: sulfa antibiotics. Past adverse reactions to the above products included dysgeusia with sulfa antibiotics. Concurrent conditions included body mass index normal, endometritis, discomfort, bladder pain, cervical intraepithelial neoplasia, asthma, retroverted uterus, anxiety since 2013 and depression since 2013. Family history included cancer (mother,maternal aunt,paternal aunt), cancer (father), diabetes (maternal aunt,paternal aunt), alcoholism (mother,father), stroke (paternal aunt), hypothyroidism (sister) and psychiatric disorder nos (mother,other). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2013 for contraception, ibuprofen (motrin) since 2013 and oxycodone hydrochloride (oxycontin) since 2013 for dysmenorrhea as well as doxycycline from (B)(6) 2013 to (B)(6) 2014, levofloxacin from (B)(6) 2013 to (B)(6) 2014, misoprostol since (B)(6) 2013 and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine pain ("uterus pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea(cramping)"), anxiety ("anxiety"), fatigue ("fatigue"), depression ("depression") and mental disorder ("psychological or psychiatric problems-condition:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("complications at the time of essure placement procedure"), mood swings ("mood swings") and sexual dysfunction ("disruption of normal sexual activity with a negative impact on her marriage and family"). The patient was treated with panadeine co (tylenol #3), ibuprofen, surgery (robot assisted laparoscopic bilateral salpingectomy and removal of essure coil bilaterally (B)(6) 2014) and surgery (robot assisted laparoscopic bilateral salpingectomy and removal of essure coil bilaterally (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine pain, back pain, abdominal pain, complication of device insertion, vaginal haemorrhage, dyspareunia, dysmenorrhoea, anxiety, fatigue, mood swings, depression and sexual dysfunction had resolved and the mental disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, mood swings, pelvic pain, sexual dysfunction, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: after retracting the hysteroscope, there were 4 rings protruding from the tubal ostia. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Computerised tomogram - on an unknown date: negative pregnancy test - in (B)(6) 2009: positive. On (B)(6) 2013, hysterosalpingogram findings of total therapeutic occlusion of the fallopian tubes with properly situated essure tubal occlusion devices. The preliminary scout view demonstrates the hysterocath with a position consistent with a retroverted uterus. Radiopaque tubal occlusion devices are noted bilaterally which appear intact and properly situated. Subsequent contrast injection images demonstrate normal filling of a normal endometrial cavity without filling defects or synechiae identified. No filling of either the right or left fallopian tube is seen with total occlusion demonstrated. The essure tubal occlusion devices are situated in the proximal portion of the fallopian tubes and normally aligned. Delayed images demonstrate no delayed filling of either of the fallopian tubes with normal emptying of the uterine cavity and a normal endocervical canal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), menorrhagia ("heavy bleeding during menstruation/ prolonged abnormal menses/abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2010, (B)(6) 2012), (B)(6), nonspecific abnormal papanicolaou smear of cervix, (B)(6) test (B)(6) in 2003, appendectomy in 2004, colposcopy in 2003, ex-smoker (0.5 packs/day for 5 years) and penicillin allergy (vomitting). Previously administered products included for an unreported indication: sulfa antibiotics. Past adverse reactions to the above products included dysgeusia with sulfa antibiotics. Concurrent conditions included body mass index normal, endometritis, discomfort, bladder pain, cervical intraepithelial neoplasia, asthma, retroverted uterus, anxiety since 2013 and depression since 2013. Family history included cancer (mother, maternal aunt, paternal aunt), cancer (father), diabetes (maternal aunt, paternal aunt), alcoholism (mother, father), stroke (paternal aunt), hypothyroidism (sister) and psychiatric disorder nos (mother, other). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2013 for contraception, ibuprofen (motrin) since 2013 and oxycodone hydrochloride (oxycontin) since 2013 for dysmenorrhea as well as doxycycline from (B)(6) 2013 to (B)(6) 2014, levofloxacin from (B)(6) 2013 to (B)(6) 2014, misoprostol since (B)(6) 2013 and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine pain ("uterus pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea(cramping)"), anxiety ("anxiety"), fatigue ("fatigue"), depression ("depression") and mental disorder ("psychological or psychiatric problems-condition:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("complications at the time of essure placement procedure"), mood swings ("mood swings") and sexual dysfunction ("disruption of normal sexual activity with a negative impact on her marriage and family"). The patient was treated with panadeine co (tylenol #3), ibuprofen, surgery (robot assisted laparoscopic bilateral salpingectomy and removal of essure coil bilaterally (B)(6) 2014) and surgery (robot assisted laparoscopic bilateral salpingectomy and removal of essure coil bilaterally (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine pain, back pain, abdominal pain, complication of device insertion, vaginal haemorrhage, dyspareunia, dysmenorrhoea, anxiety, fatigue, mood swings, depression and sexual dysfunction had resolved and the mental disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, mood swings, pelvic pain, sexual dysfunction, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: after retracting the hysteroscope, there were 4 rings protruding from the tubal ostia. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Computerised tomogram - on an unknown date: negative. Pregnancy test - in (B)(6) 2009: positive. On (B)(6) 2013, hysterosalpingogram findings of total therapeutic occlusion of the fallopian tubes with properly situated essure tubal occlusion devices. The preliminary scout view demonstrates the hysterocath with a position consistent with a retroverted uterus. Radiopaque tubal occlusion devices are noted bilaterally which appear intact and properly situated. Subsequent contrast injection images demonstrate normal filling of a normal endometrial cavity without filling defects or synechiae identified. No filling of either the right or left fallopian tube is seen with total occlusion demonstrated. The essure tubal occlusion devices are situated in the proximal portion of the fallopian tubes and normally aligned. Delayed images demonstrate no delayed filling of either of the fallopian tubes with normal emptying of the uterine cavity and a normal endocervical canal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Patient¿s concomitant diseases were added. Psychological or psychiatric problems-condition: and abnormal bleeding were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation/ prolonged abnormal menses/abnormal bleeding(menorrhagia)") in a 30-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2010, (B)(6) 2012), genital herpes, nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test positive in 2003, appendectomy in 2004, colposcopy in 2003, ex-smoker (0.5 packs/day for 5 years) and penicillin allergy (vomitting). Previously administered products included for an unreported indication: sulfa antibiotics. Past adverse reactions to the above products included dysgeusia with sulfa antibiotics. Concurrent conditions included body mass index normal, endometritis, discomfort, bladder pain, cervical intraepithelial neoplasia, asthma and retroverted uterus. Family history included cancer (mother,maternal aunt,paternal aunt), cancer (father), diabetes (maternal aunt,paternal aunt), alcoholism (mother,father), stroke (paternal aunt), hypothyroidism (sister) and psychiatric disorder nos (mother,other). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2013 for contraception as well as doxycycline from (B)(6) 2013 to (B)(6) 2014, ibuprofen (motrin) since 2013, levofloxacin from (B)(6) 2013 to (B)(6) 2014, misoprostol since (B)(6) 2013, oxycodone hydrochloride (oxycontin) since 2013 and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), pelvic pain ("pelvis pain") and uterine pain ("uterus pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea(cramping)"), dyspareunia ("pain during intercourse"), sexual dysfunction ("disruption of normal sexual activity with a negative impact on her marriage and family") and complication of device insertion ("complications at the time of essure placement procedure"). The patient was treated with panadeine co (tylenol #3), ibuprofen and surgery (robot assisted laparoscopic bilateral salpingectomy and removal of essure coils bilaterally). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, fatigue, anxiety, mood swings, dysmenorrhoea, dyspareunia, depression, vaginal haemorrhage, sexual dysfunction, abdominal pain, back pain, pelvic pain, uterine pain and complication of device insertion had resolved. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain, sexual dysfunction, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: after retracting the hysteroscope, there were 4 rings protruding from the tubal ostia. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Computerised tomogram - on an unknown date: negative. Pregnancy test - in july 2009: positive. On (B)(6) 2013, hysterosalpingogram findings of total therapeutic occlusion of the fallopian tubes with properly situated essure tubal occlusion devices. The preliminary scout view demonstrates the hysterocath with a position consistent with a retroverted uterus. Radiopaque tubal occlusion devices are noted bilaterally which appear intact and properly situated. Subsequent contrast injection images demonstrate normal filling of a normal endometrial cavity without filling defects or synechiae identified. No filling of either the right or left fallopian tube is seen with total occlusion demonstrated. The essure tubal occlusion devices are situated in the proximal portion of the fallopian tubes and normally aligned. Delayed images demonstrate no delayed filling of either of the fallopian tubes with normal emptying of the uterine cavity and a normal endocervical canal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Medical history, concurrent condition,concomitant medication, concomitant medication and treatment drug, lab data added. Reporters addedevents were added per pfs: abnormal vaginal bleeding, sexual dysfunction, abdominal pain, back pain, pelvis pain, uterus pain, complication of device insertion added and event outcome added as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.